Event description:
It was reported that the insulin pump alarmed motor error twice. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 2.5 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, and a stained end cap sticker.